Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable cobas creatinine plus ver.2 assay and ureal urea/bun assay results from one patient sample tested on the cobas pro c 503 analytical unit. This medwatch is for the ureal assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the creatinine plus ver.2 assay. Patient sample collected on (B)(6) 2024: the initial result was 132 mg/dl. On (B)(6) 2024: the repeat result was 29.1 mg/dl. Patient sample collected on 11-sep-2024: the initial result was 26.3 mg/dl. The repeat result was 28.0 mg/dl. The patient questioned the discrepant results prompting the rerun of the patient samples. The patient sample was also sent to another laboratory that uses an abbott alinity analyzer and the results were in line with the normal results from the (B)(6) analyzer. The clinician deemed the normal results correct as the patient had no history of kidney problems.

Manufacturer narrative:
On 05-dec-2024, the customer reported additional questionable ast results from the reported patient sample collected on (B)(6) 2024: on (B)(6) 2024: the initial result was 13.1 u/l. On (B)(6) 2024: the repeat result was 39.7 u/l. The investigation reviewed the customer's handling of patient samples. The patient samples were collected in serum clot activator tubes which were not activated according to guidelines and the clotting time was insufficient. The field service engineer inspected the module, found a dirty solenoid valve, adjusted the cell detergent level, and performed an instrument check. The patient sample images from the analyzer were reviewed and it was noted that there were differences in the label position and the filling of the tubes. The investigation determined that based on the submitted patient sample images from the analyzer, a mix-up of patient samples caused the event. Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated.